Event description:
It was reported that: cvc placement: catheter could not be advanced over the wire, a narrowing at 20 cm was noticed afterwards. New catheter with the same lot could then be advanced over the wire without problems. Additional information: a kink/narrowing of the cvc catheter was noted during use on patient. Initially only very slight resistance when inserting cvc over guide wire. It wasn't possible to aspirate correctly from all the catheter lumens. A kink and resistance were noticed after a change of hands. Another catheter with the same wire was used successfully. The patient was reported to be a critically ill patient but suffered no harm, injury, or consequences from the kinked catheter incident. The complaint was changed to reportable after additional information was recieved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: cvc placement: catheter could not be advanced over the wire, a narrowing at 20 cm was noticed afterwards. New catheter with the same lot could then be advanced over the wire without problems. Additional information: a kink/narrowing of the cvc catheter was noted during use on patient. Initially only very slight resistance when inserting cvc over guide wire. It wasn't possible to aspirate correctly from all the catheter lumens. A kink and resistance were noticed after a change of hands. Another catheter with the same wire was used successfully. The patient was reported to be a critically ill patient but suffered no harm, injury, or consequences from the kinked catheter incident.

Manufacturer narrative:
Qn # (B)(4). The customer provided one photo for analysis. Visual analysis of the photo revealed a kink in the catheter body near the juncture hub. The customer also returned one, 4-lumen cvc for analysis. Signs of use were observed in the form of biological material on the catheter body. Visual analysis revealed that the catheter body contained a deformation along the length of the body towards the proximal end near the juncture hub. Microscopic examination confirmed the damage and revealed indentations on either end of the body. The observed kink in the catheter body was measured at 8mm from the juncture hub. The overall length of the catheter measured at 215mm which is within the specification limits of 207-227 mm per product drawing. The catheter outer diameter measured at 2.88mm which is within the specification limits of 2.85-2.95mm per product drawing. The catheter was functionally tested per the instructions per use provided with this kit, which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." All four extension lines were flushed using a lab inventory syringe and flushed as intended. No blockages or resistance were identified. A lab inventory guide wire with a diameter of 0.032" was inserted through the catheter. Minor resistance was encountered at the location of the kink; however, the guide wire was still able to pass through the catheter. Quality engineering from the manufacturing/packaging site for this product were consulted for further analysis. They indicated that the observed defect could occur during the packaging of the kitted device. The appearance and location of the damage are consistent with the catheter body becoming pinched by the medicine cup that is placed over the catheter within the kit packaging. For this damage to occur, the catheter could have either been misplaced within the tray or shifted out of the tray location during shipping/storage. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s). Check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed. Flush lumen(s) to completely clear blood from catheter." The customer report of a kinked catheter body was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was kinked/flattened adjacent to the juncture hub. Dimensional and functional analysis of the catheter did not reveal any manufacturing/extrusion related issues. However, the appearance and location of the damage is consistent with the catheter body becoming pinched by the medicine cup that is placed over the catheter within the kit packaging. For this damage to occur, the catheter could have either been misplaced within the tray or shifted out of the tray location during shipping/storage. Based on these circumstances, the probable root cause is packaging related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: cvc placement: catheter could not be advanced over the wire, a narrowing at 20 cm was noticed afterwards. New catheter with the same lot could then be advanced over the wire without problems. Additional information: a kink/narrowing of the cvc catheter was noted during use on patient. Initially only very slight resistance when inserting cvc over guide wire. It wasn't possible to aspirate correctly from all the catheter lumens. A kink and resistance were noticed after a change of hands. Another catheter with the same wire was used successfully. The patient was reported to be a critically ill patient but suffered no harm, injury, or consequences from the kinked catheter incident.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only**

Event description:
It was reported that: cvc placement: catheter could not be advanced over the wire, a narrowing at 20 cm was noticed afterwards. New catheter with the same lot could then be advanced over the wire without problems. Additional information: a kink/narrowing of the cvc catheter was noted during use on patient. Initially only very slight resistance when inserting cvc over guide wire. It wasn't possible to aspirate correctly from all the catheter lumens. A kink and resistance were noticed after a change of hands. Another catheter with the same wire was used successfully. The patient was reported to be a critically ill patient but suffered no harm, injury, or consequences from the kinked catheter incident.